Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusions occurred. Customer's blood glucose reached "high" however an exact value was not provided. Blood glucose was treated with bolus via syringe. Customer changed supplies and resumed insulin delivery.